Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and recommended replacing the defibrillator. Follow up with the customer confirmed that the device was retired and removed from service. The device was not returned to physio-control for analysis. Therefore, a conclusive cause of the reported issue could not be determined.

Event description:
During monthly inspection, it was reported that the device illuminated all three (attention, charge pak and wrench) icons. The reported issue could be an indicative of the device failure to power on due to a depleted internal battery. There was no patient use associated with the event.